Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced bleeding, vaginal scarring, severe urinary incontinence, recurrent urinary tract infections, severe dyspareunia, abdominal pain and pelvic pain. All other information is unknown.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced bleeding, vaginal scarring, severe urinary incontinence, recurrent urinary tract infections, severe dyspareunia, abdominal pain and pelvic pain. All other information is unknown.

Manufacturer narrative:
The reported lot number, 1ml0011805, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Manufacturer narrative:
(B)(4).